Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was asked what circumstances led to the settings changing and they responded bowel leakage. They were asked what steps were taken to resolve the setting issue and they responded they spoke with a rep in may 2019 and they adjusted the amplitude to 1.7. Then on june 11, the amplitude was checked and it was still set to 1.7. It was noted the was no leakage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient was experiencing a return of symptoms (more leakages). They also said the patient hasn't been using the device for a year and a half because "everything was going fine". During the call, the call center walked the caller through on how to turn the ins on. The caller said stimulation was set to 1.3v and was positive that stimulation was set to 1.7v the last time they used the device. During the call, stimulation was increased to 1.7v and the patient felt it comfortably. The call center suggested keeping a journal of symptoms and stimulation. No further patient complications have been reported as a result of this event.